Event description:
Customer's family member reported hearing customer moaning and when testing glucose device = 26 mg/dl. Family member gave their some orange juice with sugar in it and called the rescue squad. Five minutes later, family member tested and device = 24 mg/dl. Rescue squad device arrived and advised family member to give customer more orange juice. Five minutes later, rescue squad device = 71 mg/dl. Customer declined going to the hospital. No controls used. A request was made for return product and replacement product was sent.